Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed circulation pump failure. It was confirmed that the circulation pump flow record at 3.4 lpm but it was 1 lpm lower than expected using test loop. Circulation pump was replaced. The device did not meet specifications and was influenced by the reported failure. The device was not in use on a patient. The DHR is not required as this is not an out-of-box failure. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction- f, h h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that biomed had an arctic sun device with a dark screen and it did not appear to be powering on. And the device would be sent for assessment. As per follow up information receive don 03aug2022, the control panel was not powering on and was coming in for assessment. It was stated that there was no patient involvement reported. As per sample evaluation results received on 19jan2023, the root cause of the reported issue was due to a failed control panel. It was reported that the one of the two temperature cables and the ac power cord had exposed wires due to frayed and cut outer jacket . It was stated that the pt1 (patient temperature measurement) on isolation circuit card was pulled forward from the pcb and had fractured the solder joints on the pcb . It was also stated that the excessive travel on the power inlet switch causing device to power off and reboot . It was noted that the tank seals were torn. It was also noted that the corrosion on tank mounting bots indicates leaking tank seals . The circulation pump flow record at 3.4 lpm but it was 1 lpm lower than expected using test loop and this was an indication of a failing circulation pump. A replacement manifold block was installed by the customer according to wo-00005228. The orientation of the manifold harness when reinstalled to the new manifold block was found to be incorrect and pinched by the upper bracket. The wires leading to t3 (inlet temperature) thermistor was found twisted to the point it frayed the insulation at the end of the thermistor exposing the inner wire .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that biomed had an arctic sun device with a dark screen and it did not appear to be powering on. And the device would be sent for assessment. Per follow up information received on 03aug2022, the control panel was not powering on and was coming in for assessment. It was stated that no patient involvement reported. Per sample evaluation results received on 19jan2023, the root cause of the reported issue was due to a failed control panel. It was reported that the one of the two temperature cables and the ac power cord had exposed wires due to frayed and cut outer jacket. It was stated that the pt1 (patient temperature measurement) on isolation circuit card was pulled forward from the pcb and had fractured the solder joints on the pcb. It was also stated that the excessive travel on the power inlet switch causing device to power off and reboot. It was noted that the tank seals were torn. It was also noted that the corrosion on tank mounting bots indicates leaking tank seals. The circulation pump flow record at 3.4 lpm but it was 1 lpm lower than expected using test loop and this was an indication of a failing circulation pump. A replacement manifold block was installed by the customer according to wo-00005228. The orientation of the manifold harness when reinstalled to the new manifold block was found to be incorrect and pinched by the upper bracket. The wires leading to t3 (inlet temperature) thermistor was found twisted to the point it frayed the insulation at the end of the thermistor exposing the inner wire.